Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:n deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female underwent an unspecified breast surgery with an unknown tissue expander breast implants experienced unknown-sided deflation postoperatively. The report indicated that the surgeon reported defective cpx-4 device. The device was explanted on an unknown date, and found to be defective at seam on back side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient right side was affected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 21 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 450cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was observed at the juncture of the shell and posterior patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expander include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the date of explantation was on (B)(6) 2021. The patient initial is c.s. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 23, 2022 indicated that the device information is: cat#: 3548223, lot#: 9400139. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updates were performed based on additional information received on march 10, 2022: 1. Patient details added. 2. Serial#: (B)(6) added. 3. Doi updated from on (B)(6) 2019 to on (B)(6) 2020. 4. Doe updated from on (B)(6) 2021. 5. Affected side: right. 6. Replacement: r) polytech silicone implant. Manufacturer¿s reference number: (B)(4).